Event description:
Additional information was received from a patient (pt). It was reported that the cause of the stimulation not working was unknown. The controller was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their controller was not working. Patient stated that on saturday they were charging their implant at excellent for an hour and twenty minutes and nothing happened. Patient said that now when they turn the controller on they get no device found and if they try to get out of the screen it says to reposition the recharger. Patient said that they got no stimulation after charging the implant. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; implant went into passive recharge mode with numbers 97-97-98. Controller showed 100% and implant 30% recharging with excellent quality. Patient denied any error messages/codes. Agent informed patient to charge their implant, to monitor and call back if further assistance is needed. The troubleshooting steps that were taken on the call resolved the issue.